Event description:
It was reported the patient's blood glucose level rose to 258 mg/dl while wearing the pod between 25 and 36 hours, despite correction boluses. The pod reportedly fell off the infusion site leg, causing the cannula to dislodge linked to heat and perspiration. Additionally, upon removal, the cannula was no longer properly inserted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.2-p001operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: dexcom g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.